Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with sepsis due to chronic systemic infection. It was noted that the patient was noncompliant with follow up and the device triggered recommended replacement time (rrt) four months prior. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.